Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 400-451 mg/dl and correction boluses were delivered to address the bg level. Tandem technical support was unable to troubleshoot the past occlusions due to new supplies being in use. A pump system check was performed on the current supplies and the infusion set tubing was found to be operating as expected. The customer declined changing out the cartridge due to not having enough supplies for the cartridge change. There was no damage noted to the cannula. The customer changed out their infusion set tubing and site. The customer was able to successfully deliver a correction bolus without an additional occlusion alarm announcing.